Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 137mg/dl. The customer changed their pump supplies in order to resolve the occlusion alarm. Due to changing the supplies prior to contacting tandem technical support, no troubleshooting was performed to determine a possible cause of the occlusion.